Event description:
Customer reported that the insulin pump alarmed motor error twice during the week after bolus delivery. Device was not exposed to a magnetic field. Customer does use the sensor feature and is able to complete the rewind sequence. Blood glucose value is unknown mg/dl. Customer declined to replace the device and stated that he will call back if the motor errors become more frequent. Nothing further reported.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.